Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was discovered occlusion was caused by a blockage in the cartridge. Customer was unable to load a new cartridge and resume insulin delivery at time of call. Multiple attempts were made by technical support to follow up with the customer to complete troubleshooting, but no response was received. Customer's blood glucose was 190 mg/dl at time of event. No additional information was provided.